Event description:
It was further reported that the other right ventricular (rv) lead had the same presentation of high rv defibrillation impedance for some time. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6936, implantable tachy lead, (B)(6) 1994. D154vwc, implantable cardioverter defibrillator (ICD), (B)(6) 2007. H6005m29 heart ring 19 (B)(6) 1997. (B)(4).